Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple kinks from the tip proximally to 92cm. This device showed damage consisting of 1 fracture on the shaft located at 3cm from the hub. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter fracture occurred. A renegade hi flo was selected for use in the liver. During the procedure, it was noted that a fracture occurred on the micro catheter when it was inserted into the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a catheter fracture occurred. A renegade hi flo was selected for use in the liver. During the procedure, it was noted that a fracture occurred on the micro catheter when it was inserted into the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.